Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of connector detached.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a fluid mass during a pancreatic cyst drainage procedure performed on an unknown date. During the procedure, upon removal of the diathermy lead, the copper wire and pin detached. Another of the same device was used to complete the procedure. There were no patient complications reported due to this event and the patient condition following the procedure was reported to be fully recovered.